Event description:
Healthcare professional reported, left side rupture and "nodule". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted, an opening on the device. However, the assessment of the opening cannot be confirmed, as microscopic analysis is not possible.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification. Missing shell assessed as inconclusive. Lump/ nodule: unable to observe as it is not related to the device. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side rupture and "nodule". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15may2024. Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported left side rupture and "nodule". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, left side rupture and "nodule". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.